Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer's blood glucose level exceeded 500 mg/dl, displaying as "high." To address the high glucose, the customer administered a correction bolus via the pump and changed the infusion set and cartridge, which resolved the issue. No third-party assistance was required as the customer was not incapacitated.